Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7122058/7122284.

Event description:
It was reported that the patient was not getting pain relief. The patient underwent full spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. All explanted device components will not be returned.